Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. S/w 5.2a. Retainer ring = black. Case type = ngp. The customer retuned the pump for alleged belt clip and holder is broken, low bgs, possible over delivery anomaly and cosmetic damage located at the back of the pump found on 24-jan-2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. Possible over delivery anomaly not confirmed. The pump was received without the original belt clip or holster. Unable to verify damage to the belt clip and holster. The pump was received with a broken belt clip rail. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 170 boluses listed on the event date 24-jan-2023 in the pump history file. Please see the first 10 boluses listed below. 01/24/2023 02:47:28.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 250000 (25 u). Bolusamountdelivered: 250000 (25 u). 01/24/2023 04:11:49.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 500 (0.05 u). Bolusamountdelivered: 500 (0.05 u). 01/24/2023 04:16:57.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 2250 (0.225 u). Bolusamountdelivered: 2250 (0.225 u). 01/24/2023 04:22:00.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 3000 (0.3 u). Bolusamountdelivered: 3000 (0.3 u). 01/24/2023 04:27:00.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 3000 (0.3 u). Bolusamountdelivered: 3000 (0.3 u). 01/24/2023 04:32:00.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 3000 (0.3 u). Bolusamountdelivered: 3000 (0.3 u). 01/24/2023 04:37:00.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 3000 (0.3 u). Bolusamountdelivered: 3000 (0.3 u). 01/24/2023 04:38:44.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1foodbolus (7). Normalbolusamountprogrammed: 200000 (20 u). Bolusamountdelivered: 200000 (20 u). 01/24/2023 05:16:51.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 1000 (0.1 u). Bolusamountdelivered: 1000 (0.1 u). 01/24/2023 05:22:00.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1microbolus (5). Normalbolusamountprogrammed: 3000 (0.3 u). Bolusamountdelivered: 3000 (0.3 u). Please see below for the daily totals on 01/24/2023. 01/25/2023 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: 01/24/2023 00:00:00.000. Dailytotalofallinsulindelivered: 1275500 (127.55 u). Dailytotalofbasalinsulindelivered: 431500 (43.15 u). Dailytotalofbolusinsulindelivered: 844000 (84.4 u). Please see below for the pump errors/alarms noted 1 week prior to the event date 24-jan-2023 in the formatted history file. 01/18/2023 18:46:48.000 batteryremoved (55). 01/18/2023 18:46:48.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 01/18/2023 18:47:06.000 batteryinserted (44). 01/18/2023 18:51:00.000 alarmalertnotification (40). Faultnumber: lostsensor1alert (780). 01/24/2023 23:34:13.000 batteryremoved (55). 01/24/2023 23:34:13.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 01/24/2023 23:34:23.000 batteryinserted (44). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No lost sensor alarm, communication anomaly or calibration anomaly noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. Cosmetic damage was confirmed at the back of the pump. The pump was received without the original belt clip or holster. Unable to verify damage to the belt clip and holster. Lost sensor alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the clip and its holder were broken on the insulin pump. The customer also experienced multiple low blood glucose. The customer was advised to go to healthcare professional for getting pump settings reviewed. No harm requiring medical intervention was reported. Troubleshooting was partially performed; however, the customer will discontinue using the device. The product will be returned for analysis.